Event description:
A malfunction alarm corresponding to code 16-0x20e6 was reported. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, but the same malfunction code recurred. Consequently, a replacement pump was arranged. The customer opted to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery continuity.